Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia with a blood glucose of 254 mg/dl on (B)(6) 2026. The high blood glucose persisted for more than 4 hours and was treated with a manual insulin injection (insulin pen). No further information available.